Event description:
The patient's mom reported that when a bolus is entered into the pump, the pump will say 0 of 0 delivering even though she can hear the bolus delivering. She also claimed that the pump's history would show the amount delivered; for example, the history showed on (B)(6) 2010, at 10:19am that 2 units of 2 units was delivered and november 13, 2010, at 5:19pm that 3 of 3 units was delivered. The reporter also indicated that once during the cartridge change, the pump showed 0 units in the cartridge between the rewind and load process, but when she performed the rewind process again, the amount of insulin in the cartridge appeared. There was no adverse event associated with this complaint; however, this complaint is being reported because the pump is reportedly not recording the accurate amount of insulin during bolus delivery and the priming process.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.